Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer¿s bg was 44 mg/dl and the customer administered a glucagon injection in attempt to resolve the low bg. As a result of the low bg, the customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous glucose, and was released from the hospital approximately 4 hours later with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.